Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation and the reported issue was confirmed. An inflation/deflation test was performed, with a syringe and it was observed the cuff deflated immediately, the cuff was submerged into a container filled with water and with a syringe and it revealed the tube leaked air through the lumen. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had an air leak on the cuff. There was no patient involvement.